Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening of the tibial tray caused by necrosis of proximal medial tibia. The tibial tray, tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "